Manufacturer narrative:
(B)(4). Eval, results: (based on the info provided no conclusion can be drawn), (stent deformation and failure to deliver the stent). Eval summary: the stent was positioned on the balloon as per specification. The 17th proximal stent segment was slightly raised and misaligned. A number of struts on the 10th distal segment were raised and stretched distally. The distal tip was frayed. The struts on the 10th proximal stent segment were raised and pulled distally. A number of struts on the 13th and 17th proximal segments were slightly raised and misaligned. Stent outer diameter measurement met specification.

Event description:
An attempt to deploy an endeavor sprint rapid exchange drug eluting stent 2.5mm diameter 30mm length to the proximal right coronary artery failed. The middle of the stent was confirmed to be 'everted' when the device was checked. It was replaced with another brand stent 2.5mm diameter 28mm length.